Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at fs, fl2 and fl4 positions. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device . Recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl).

Event description:
The customer reported signal shift drift at the fs, fl2 and fl4 positions on their fc500 flow cytometer. There were no erroneous patient results associated with the event. There was no reported death, injury or change to patient treatment.